Event description:
During treatment, customer reported the console locked up with two treatment positions remaining. Customer recognized that room monitor and treatment unit yellow light indicated source was out and system clocks were not incrementing. She attempted to initiate a retraction with the interrupt button, which did not respond. On her way to press the emergency stop button, the system retracted the source in response to its own internal programming. From the time she noticed the malfunction until the source was in the safe was estimated to be 20 seconds.